Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was recieved from the company representative (rep) indicated that the doctor was only able to get 10 cc into the pump last time (40cc is the max). The rep stated that they went to refill the pump today and only got back a super tiny amount of what was expected(6cc). The doctor was going to bring the patient back in a week or two to check the pump and see if there was any volume discrepancy. The doctor stated he did do the airlock valve procedure today before filling the pump. The rep confirmed that the doctor did get a little bit of solution back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (500 mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated that the patient in for a refill today and she was having an issues putting medication in/aspirating out. However, the hcp stated that no previous issues with this patient but today she was using a new refill kit from amneal pharmaceuticals (on label) and did not know if that was the issue. The hcp stated that she was able to aspirate the expected amount of medication. However, when she went to put new drug in, she felt that she needed to rotate the needle and stick it in "pockets" even though the reservoir was one open space, in order to dispense medication. It was noted that she did this under fluoro and confirmed she was in the reservoir/no pocket fill. After 10 ml was put into the 40 ml pump, she felt a hard stop and has not been able to fill or empty the pump. The technical services (tss) confirmed the hcp saw no bubbles and there was no issue with tubing, no air in pump. The tss discussed possible locked valve. However, the hcp confirmed she had tried using a different needle. Tss discussed using 3-5ml syringe of saline and pushing hard, repositioning patient, or sending patient home with 10 ml in reservoir and bringing them back early to see if reservoir unlocked. Tss provided nas number so physician could have rep at case if desired. No symptom was reported.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated that expected volume was 7 ml and actual volume was less than half cc. The previous programed volume was 20 cc and previously filled volume was 20 cc. The cause of refilling the pump was due to air in the pump reservoir. Action: aspirated the pump of air before refilling the reservoir. They were able to get 20 cc of the drug in the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.